Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer attempting to bolus for his dinner, but the act button was not working. The customer's blood glucose was 303 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised customer to not expose the insulin pump to moisture especially when sweating while the customer runs. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.